Event description:
Pt sustained a third degree burn at the site of a cautery ground pad on the thigh. Burn approx 3" requiring surgical intervention/graft. This was a user error. Pad was placed over support hose. In house eval found product to be operating properly.